Event description:
A syringe was opened for use in preparing IV fluids and the pharmacist noticed a white powdery substance on the syringe tip -2/20/00-. A second syringe with the same powdery material was discovered today. The syringes were labled with lot numbers 708962-2 and 708962-3.